Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device did not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was patient involvement in this event. There was no patient involvement in this event.

Manufacturer narrative:
The pac technician confirmed the device would not deliver energy. The root cause of the issues was the disconnected j17 spade connector. Device archived by stryker.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer also received a replacement to resolve the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that their device did not provide defibrillation energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was patient involvement in this event. There was no patient involvement in this event.